Event description:
It was mentionaed to a depuy mitek marketing employee that an intrafix device may have been involved in a pt infection case. The employee is attempting to obtain more info regarding the matter. No other pt consequences were reported.